Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that as the stent delivery system (sds) was being advanced onto the guiding catheter, it became stuck. Some of the stent struts may have bent outwards and caused the stent to dislodge from the balloon in the guiding catheter. The xience v was not used on the patient. The procedure was completed successfully with the implant of three other xience v stents and one other stent from another company. The procedure was to treat in-stent restenosis of two stents from another company. No additional event or patient information is available.

Manufacturer narrative:
Results - a conclusive root cause for the stent dislodgement could not be determined. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the balloon and in the guide wire lumen. There was contrast visible in the inflation lumen. The stent implant was returned dislodged from the sds in a vial. The entire stent implant was mangled. The balloon was tightly folded. There were crimp marks visible on the balloon between the markers. There were two kinks in the hypotube 23.5 cm and 102 cm distal to the strain relief tubing. There was no other damage noted to the sds. The used guiding catheter was not returned. The stent implant outer diameters could not be measured due to the damage to the stent implant. The sds was advanced and retracted through a new guiding catheter with no resistance noted. Product performance engineering reviewed the incident information and analysis of the returned device. The returned sds had contrast visible in the inflation lumen and blood visible on the balloon and in the guide wire lumen, which is consistent with prepping the device and inserting into the body. The stent implant was returned dislodged from the balloon and mangled, confirming the reported dislodgement and stent damage. However, the balloon was tightly folded with crimp marks visible on the balloon between the markers, suggesting that the stent had been properly crimped onto the balloon at the time of manufacture and not inflated. Factors that can contribute to resistance within a guiding catheter include, but are not limited to, damage to the sds or stent implant, device size selection, damage to the guiding catheter, or accessory device support. The guiding catheter used during the procedure was not returned and the size was not reported, which may have assisted in the investigation and determination of a root cause. However, the reported difficulty to position in the guiding catheter could not be confirmed, as the returned sds was advanced through a new guiding catheter with no resistance noted during analysis. The reported stent damage likely occurred as a result of the interaction between the stent and the accessory devices during insertion/removal of the sds from the guiding catheter and/or accessories during positioning towards the lesion. The stent implant could not be measured due to the damage. In this case, it is possible that there was interaction between the stent and the rotating haemostatic valve (rhv) or guiding catheter during the insertion/removal of the sds. If the stent became damaged as it was being positioned in the guiding catheter, this could be the cause of the reported difficulty to position into the guiding catheter and also may have led to the ultimate dislodgement of the stent implant. Stent dislodgement can be influenced by many factors, including, but not limited; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. All sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units are destructively tested to verify stent dislodgement force and the units are also inspected for stent placement, crimped stent outer diameter, and stent damage. This MDR is considered closed by the product performance group.